Event description:
It was reported that in an arctic sun device, normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 35.6c (foley) 34.7 (esophageal running therapy), water temperature (wt) was 31.8c. Alert 113 reduced water temperature control. System diagnostics, outlet monitor temperature (t1) was 32.1c, outlet control temperature (t2) was 32.5c, inlet temperature (t3) was 33.2c, chiller temperature (t4) was 7.7, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 0, heater command (hc) was 94 percentage, water reservoir level (wrl) was 5, system hours were 1176.4, pump hours were 997.7. Walked through draining 16 ounces of water from right drain port. Called back 30 minutes later and water temperature (wt) was 34.2c. Rewarm rate set to 0.25c/hr. Advised to keep an eye on device and if alert returns to call back. Device appears to be rewarming based on rate programmed. Sn (B)(6). Per review of wo, biomed stated that the nurse had an issue with patient temperature dropping and then an alert 14.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device, normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 35.6c (foley) 34.7 (esophageal running therapy), water temperature (wt) was 31.8c. Alert 113 reduced water temperature control. System diagnostics, outlet monitor temperature (t1) was 32.1c, outlet control temperature (t2) was 32.5c, inlet temperature (t3) was 33.2c, chiller temperature (t4) was 7.7, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 0, heater command (hc) was 94 percentage, water reservoir level (wrl) was 5, system hours were 1176.4, pump hours were 997.7. Walked through draining 16 ounces of water from right drain port. Called back 30 minutes later and water temperature (wt) was 34.2c. Rewarm rate set to 0.25c/hr. Advised to keep an eye on device and if alert returns to call back. Device appears to be rewarming based on rate programmed. Sn (B)(6). Per review of wo, biomed stated that the nurse had an issue with patient temperature dropping and then an alert 14.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The lot number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use under baw2800548 rev 2 and addendum baw2800424 rev 2 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.